Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a piece of metal was found in the patient's eye at one day post operative from an eye surgery. The piece of metal was removed. A sample has been requested for evaluation. Additional information regarding the event has been requested. No updates have been received at this time.

Manufacturer narrative:
One piece of metal, removed from the eye, was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A particle analysis was performed on the piece of metal returned. The analysis does confirm the returned metal was mainly titanium and vanadium, which indicates the origination was most likely from a phaco tip. The evaluation does confirm the likely source of the piece of metal was from the phaco tip. Because the phaco tip was not returned to visually examine and no lot information was provided for a lot record review, the root cause for why the particle was generated from the phaco tip cannot be determined. The most likely reason for a metal particulate originating from the phaco tip would be from another instrument hitting and damaging the phaco tip or from reuse. (B)(4).